Manufacturer narrative:
Reported event: an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had revision due to shell loosening. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. Surgeon reported cause of loosening was poor patient bone quality. The shell, head, and liner were revised. Rep confirmed that there were no allegations against any of the revised devices, provided primary and revision usage reports, and confirmed that no further information will be released.